Event description:
The jaws of the adapter would not release when required during the case. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the aspiration catheter and aspirated particulate from the vessel. The physician deflated the occlusion balloon. The physician attempted to turn the knob and felt resistance. The jaws of the adapter would not relase the occlusion balloon wire. The physician attempted several times and was finally successful inlocking the jaws of the adapter. The pt is reported to be fine.